Event description:
It was reported via a clinical study that a patient underwent an initial left total knee arthroplasty. Approximately four years and nine months post implantation, the patient developed pain and swelling. Images reflected loosening of the tibia component. During the revision surgery, the surgeon noted motion of the tibia base plate and found that the cement had de-bonded from the base plate. The femoral component was well-fixed. All products except the patella component were explanted.

Manufacturer narrative:
(B)(4). Concomitant medical product: femur cemented posterior stabilized (ps) standard left size 6, catalog#: 42500606001, lot#: 62920788. Articular surface fixed bearing posterior stabilized (ps) left 11 mm height, catalog#: 42511400711, lot#: 62883063. All poly patella cemented 32 mm diameter, catalog#: 42540000032, lot#: 62396244. Stryker simplex hv with gentamicin cement, catalog#: ni, lot#: ni. Multiple MDR reports have been filed for this event. Please see associated report: 3007963827-2022-00081; 0002648920-2022-00071. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information provided does not alter previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient experienced pain, swelling, and loosening of the tibial plate. During the revision surgery, the tibial plate was loose and the other implant was well fixed. However, all the implants were revised with no complications. Root cause was unable to be determined. Per package insert of products, pain, swelling, and loosening are known adverse effects of this system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.